Event description:
It was reported that the insulin pump alarmed motor error, and the customer could not press the escape button during rewind. Troubleshooting was performed, and the displacement test could not be performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion, and also alarmed an error as a result of a loose drive support disk. However, the device passed the rewind and displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.